Event description:
Per the clinic, the patient experienced skin breakdown over the receiver/stimulator.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to migration of the electrode array.

Event description:
Per the clinic, it was reported that the electrode has extruded.